Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheostomy tube had a cuff leak. The site reported the device had a small puncture hole in the cuff of the tracheostomy tube. Reincubation of the tube was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.